Event description:
It was reported the patient experienced withdrawal and presented to the emergency room. There was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The stall occurred on (B)(6) 2013. It was also noted there were two previous stalls with recovery noted in the logs over approximately the past couple of months. It was later reported the patient experienced underdose symptoms and less than 50% therapy relief. The pump had a critical alarm due to motor stall; the stall never recovered. The patient was hospitalized and the pump was subsequently replaced. The patient status was reported as alive - no injury/no adverse event. The pump was delivering infumorph, clonidine and bupivicaine.

Manufacturer narrative:
Product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8703, lot # j93126012, implanted: (B)(6) 1994, product type catheter; product ID 8575, lot # j0203521r, implanted: (B)(6) 2002, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion and/or wear. Additionally a stall was indicated a result of shaft- bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.